Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing that resulted in the delivery of inappropriate anti-tachycardia pacing (atp). This rv lead also exhibited high pacing impedance measurements. Technical services (ts) was consulted and recommended measuring the amplitude before adjusting the sensitivity settings. Ventricular tachycardia (vt) and ventricular fibrillation (vf) detection was extended to reduce the chance of inappropriate therapy. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing that resulted in the delivery of inappropriate anti-tachycardia pacing (atp). This rv lead also exhibited high pacing impedance measurements. Technical services (ts) was consulted and recommended measuring the amplitude before adjusting the sensitivity settings. Ventricular tachycardia (vt) and ventricular fibrillation (vf) detection was extended to reduce the chance of inappropriate therapy. Additional information was received. This rv lead was subsequently explanted and replaced and has not been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted as additional information was received that this lead had been explanted.

Manufacturer narrative:
This report is being submitted as additional information was received that this lead had high thresholds.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing that resulted in the delivery of inappropriate anti-tachycardia pacing (atp). This rv lead also exhibited high out of range pacing impedance measurements and high thresholds. Technical services (ts) was consulted and recommended measuring the amplitude before adjusting the sensitivity settings. Ventricular tachycardia (vt) and ventricular fibrillation (vf) detection was extended to reduce the chance of inappropriate therapy. Additional information was received, and this rv lead was subsequently explanted and replaced. At this time, this rv lead has not been returned for analysis and no additional adverse patient effects were reported.